Event description:
Clinic notes dated (B)(6) 2012 indicated that this vns patient was hospitalized the previous week for extreme lethargy seconds to benzodiazepine used for exacerbation in seizure activity. The patient had returned to baseline seizure activity with the exception of the previous day when she experienced four generalized tonic-clonic events. No drop seizures were noted. The patient's average of generalized tonic-clonic events was once per week. The patient experienced daily staring spells. The patient was healthy in general with no new problems elicited. Attempts for additional information have been unsuccessful.

Event description:
A fax was returned from the patient's physician on (B)(6) 2012, indicating that the event was not related to vns.